Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported seeing a black line on the display of her adc blood glucose meter and then nothing appeared on the screen and she could no longer receive a reading. Customer further reported that during the night of (B)(6) 2015 she was experiencing low blood glucose and subsequently had a "seizure". Customer self-presented to a local healthcare facility emergency room where she was diagnosed with hypoglycemia and treated with glucose via an unspecified route of administration. Customer was discharged the next day. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The meter was returned and investigated with retained test strips. Meter powered on with button depression and insertion of strips. During visual inspection black spots/markings on the meter lcd were observed, as well as a visible crack in the lcd. Investigation has attributed black spots to misuse/abuse by the end user. The complaint is not confirmed.